Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 1/1/2026. Data was further reviewed. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, between approximately 8:00-9:00 am, the patient inserted a new sensor. At an unspecified time later that day, the sensor failed. The patient kept the sensor in place, hoping it would resume functionality, as she was out of replacement supplies. Later that same day, the patient experienced dehydration, vomiting, gastroparesis, blurry vision, and dizziness. A blood glucose (bg) check using a meter indicated a reading of high mg/dl. The patient was wearing an omnipod insulin pump at the time. The patient sought emergency care and was evaluated in the ER, where her bg level was recorded over 1000 mg/dl. During the ER visit, the sensor was removed by medical staff prior to an MRI procedure. The patient was diagnosed with diabetic ketoacidosis (dka), admitted to the hospital, and treated with the following: nausea patch, reglan, xanax, zofran, insulin, potassium, magnesium, unspecified pain medication, lipitor and metoprolol. The patient was discharged on (B)(6) 2025 and was reported to be stable at the time of follow-up. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.